Event description:
Hosp personnel reported that pt was seriously injured by a ventilator which exhibited auto-trigger phenomena; auto-triggering occurred at sensitivity setting of 2 cm h20, and occurred until 2 cm h20 was added to system. Hosp personnel did not report alarm settings. Occurrence of alarms at the time of the event is not known. Biomedical personnel reported that the ventilator passes all performance tests as described in service manual. Ventilator settings at the time of testing by co personnel include: simv/ps mode, ps + 24 cm h2o, peep +5 cm h2o, vt 600 ml, simv rate 10/min, peak flow 60 lpm, fi02 0.6, sensitivity-2 cm h2o.